Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that scope communication error occurred because maj-1430 cable was not connected or due to contact failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source received a scope communication error when connected to the 190 scopes. Two different 190 scopes were used and the same issue occured even after wiping the contacts with alcohol. Scope detection did not work. The issue was found during preparation for use of a egd (esophagogastroduodenoscopy) procedure. Procedures were completed using a similar device. The customer reported that the light sourse worked fine with the first case of the day. There were no reports of patient harm.